Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon review, it was not that the shock impedance measurements were out of range measuring at 139 ohms on this right ventricular (rv) channel. The device had reached end of life (eol). To date, this rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon review, it was not that the shock impedance measurements were out of range measuring at 139 ohms on this right ventricular (rv) channel. The device had reached end of life (eol). To date, this rv lead remains in service. No adverse patient effects were reported.